Event description:
It was reported that the acoustic alarm inop "leads off" did not appear on picix. Instead, the alarm pause symbol appears automatically without the users actively triggering this. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the acoustic alarm inop "leads off" did not appear on picix at unit b2. Instead, the alarm pause symbol appears automatically without the users actively triggering this.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site.the engineer determined that the issues was associated with the fact that the patient disconnected the ECG cable causing the pulse detection to switch to spo2 and the arrhythmia alarms could no longer be activated. It is therefore not an error, but a normal mechanism of the monitors. The reported issue was forwarded to the product support engineer (pse) and he confirmed the cause here is the monitors configuration and there is no error but a normal mechanism of the monitor. The customers issues was resolved by providing information about the monitors configuration and corresponding functionality no further investigation or action is warranted at this time.